Event description:
Information received with return of the explanted device notes oversensing. The medical record stated that over- sensing may be due to electromagnetic interference or a partial lead fracture. Also noted was that the patientt was pacer dependent and had no intrinsic rhythm.